Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-19. H.6. Investigation summary: bd received an unused 18 gauge insyte autoguard blood control unit from lot 0028051 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit but could not identify any damage to the needle. The needle was not broken off at the point of retraction, it was not bent or curved and there was no damage visible at the grip. There was no damage observed to the catheter tubing. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were found a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology broke. The following information was provided by the initial reporter: "it was reported that the needle broke off at the point of retraction. Description: bd insyte autoguard bc winged 180ga x 1.16 in catheter bend in package. Lot # 0028051. Rn retrieved catheter from supply stock to start piv on patient but noticed catheter was crooked in package. Brought to ER manager. This is the second bd insyte autoguard 18 ga catheter to be unusable this week. The needle broke off the catheter at the point of retraction on the first. I believe this catheter would also break if attempted to be used. Per customer response."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology broke. The following information was provided by the initial reporter: "it was reported that the needle broke off at the point of retraction. Description: bd insyte autoguard bc winged 180ga x 1.16 in catheter bend in package. Lot # 0028051. Rn retrieved catheter from supply stock to start piv on patient but noticed catheter was crooked in package. Brought to ER manager. This is the second bd insyte autoguard 18 ga catheter to be unusable this week. The needle broke off the catheter at the point of retraction on the first. I believe this catheter would also break if attempted to be used. Per customer response."